Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of nonsustained right ventricular oversensing was observed on a merlin remote transmission. Further review revealed atrial undersensing resulting in an atrial pace. It was noted that the patient recently received a lvad. Programming changes were recommended. The patient is scheduled for both remote and in-clinic follow-up.